Event description:
It was reported that high impedances (>4000 ohms) were seen on all combinations with electrode #2 of the lead that was part of the left implantable neurostimulator (ins) system when first interrogated. It was noted during the interrogation the high impedance were positional. Specifically, when the patient turned his head to the left, impedances of 1883 ohms were observed. When he turned his head to the right, impedances of 2830 ohms were seen. The high impedances were resolved subsequently following ins replacement. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3391s-40 lot v159340 implanted: (B)(6) 2010 explanted: na, extension model 7482a51 (B)(4) implanted: (B)(6) 2010 explanted: na, in-line connector extension model 3550-05 lot #n231683 implanted: (B)(6) 2010 explanted: na, plug/boot accessory model 3550-09 lot #n204408 implanted: (B)(6) 2010 explanted: na, right side system: neurostimulator model 7428 (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011, lead model 3391s-40 lot v159369 implanted: (B)(6) 2010 explanted: na, extension model 7482a51 (B)(4) implanted: (B)(6) 2010 explanted: na, in-line connector extension model 3550-05 lot #n231690 implanted: (B)(6) 2010 explanted: na, plug/boot accessory model 3550-09 lot #n204408 implanted: (B)(6) 2010 explanted: na. This device was being used in a clinical trial noted as (B)(4).